Manufacturer narrative:
At this time,the device has not been returned and is not availabe for investigation. A DHR review was conducted or confirmed that the device met specification prior to shipping. This report will be updated should information become available at a later date. The following sections of this report have been left blank due to the information being unavailable or non-applicable: a1-a6. B3, b5, b7. D6a, d6b, d7b. G5, g7. H2, h7, h9.

Event description:
It was reported by our OEM distribution partner that is was reported on an unknown date that expitred product ti trochanteric reattach dv cables/std-s was used in a patient. Patient outcome was unknown. The procedure and patient outcome were unknown.